Event description:
Litigation papers allege: pt was implanted with depuy asr hip on his right side on (B)(6), 2007. Pt has suffered significant discomfort, pain, stiffness and, upon info and belief, loosening of the hip, all of which results in difficult and painful mobility and ambulation. Pt will have to undergo revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened. See scanned page.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, 510k, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
**Update**(B)(6) 2013 - sales rep reported revision surgery on right hip due to pain. There was no new information that would change the outcome of the investigation.